Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The philips remote service engineer (rse) inspected system remotely and found that the issue with the system software. The philips field service engineer (fse) performed troubleshooting onsite and confirmed that the system software was corrupted. To resolve the issue, the fse reinstalled the complete system software and upgraded the software from 2.2.7 to 2.2.10, then performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.